Manufacturer narrative:
Concomitant medical products: product ID: 407652 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited low impedance values. The right ventricular (rv) lead exhibited t-wave oversensing (twos) that has not improved with programming changes. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.